Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review part: 03.130.225, lot: l827496, manufacturing site: bettlach, release to warehouse date: 29.mar.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary the double drill guide was received at the us cq. The guide on the 1.1 diameter side was deformed and dented inward, as if it was clamped. The red marker directly below the 1.5 diameter etch and the one on the side below the part # etching were both missing. There were a few scratches on the device. No other issues could be identified with the returned portions of the device. A dimensional inspection was not performed due to post-manufacturing damage. Drawing(s) reviewed: (current & manufactured revisions) no issues identified. The received device (part # 03.130.225 lot # l827496) was manufactured at the bettlach site on 29 march 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was confirmed for the double drill guide. The 1.1 diameter drill guide was pinched inward with a deformed tip. Two (2) of the red markers on the device were missing. The guide had a few scratches. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection at the owens & minor facility, a double drill sleeve was bent. It was further reported that the case never happened, it was canceled for other reasons. There was a bent drill sleeve in the set. There was no patient or surgical involvement. This report is for one (1) 1.5/1.1mm double drill sleeve. This is report 1 of 1 for complaint (B)(4).